Event description:
Medtronic received a report that the devices did not open in their distal portions either at the drop in m1 and in the internal carotid artery, considering that the saccular aneurysm was located paraclinoid. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing aneurysm embolization for treatment of a saccular aneurysm located in the paraclinoid segment with a max diameter of 6mm and a 4mm neck diameter. Access vessel was the femoral artery. The event did not lead to or extend patient hospitalization. No injury as a result of the event. Unknown if dapt (dual antiplatelet treatment) was administered. The angiographic examination was performed, but not disclosed by the medical team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield braid was returned inside the inner pouch, biohazard bag, and a shipping box. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer's report of failure to open at the distal end was not confirmed, as the distal and proximal ends of the braid were found open and frayed.. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. The braid can become damaged due to resheathing more than twice, over-manipulation, improper deployment technique, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.